Manufacturer narrative:
Reference MFR. Complaint x96-8-5-32. The actual sample was not returned for evaluation. The lot number was provided. Testing was performed for cytotoxicity, primary skin irritation, sensitization, acute systemic toxicity, hemolysis test, subchronic toxicity test and 7-day implantation. The product passed all biological tests. There were no complaint related defects in the lot history and no similar reports have been reported against this lot (or reorder number) for the past three years. The product is well labeled with adverse reactions, warnings and contraindications, which were sent to the complaint's lawyer. Co is unable to determine a cause for the reported skin irritation. Please note that this report may be based upon info not yet verified by co to be complete accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned.

Event description:
Pt underwent skin graft on his hand. He was given dressing to use on his hand. Pt reports, he reacted to the dressing and now needs further medical attention. His hand became irritated and his hand and arm are swollen. Skin graft operation 7/26/96. No further info is available at this time.